Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 15 unopened pouches. Analysis and results: there are no previous complaints of the same code-batch. Manufactured and distributed in the market (B)(4) units of this code batch. There are no units in stock. Tightness test to the samples received has been performed and all units are tight. Conducted a rotation test in samples received, we have noticed that threads break easily next to needle. Then, detachment of the needle can be caused by too much thermal treatment in the manufacturing process, which causes the thread "burns" and in consequence breaks easily in the attachment area. Final conclusion: taking into account that the results of samples received do not fulfill the OEM specifications, it is concluded that the complaint is justified. Corrective/preventive actions: a CAPA was opened in order to determine root cause and implement actions in order to avoid this case to happen in the future.

Event description:
Country of complaint: finland the customer has taken the suture from the aluminium pouch. In five cases the needle is loosen from the thread out of the pouch. All med watch submissions related to this report are: 3003639970-2017-00562, 3003639970-2017-00567, 3003639970-2017-00568, 3003639970-2017-00569, 3003639970-2017-00570.